Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken assessed on posterior as an unidentified (tear) opening (shell thickness within spec) and missing shell observed assessed as inconclusive. Additional observations: ¿ no other observations observed on the device. Additional, changed, and/or corrected data: d9, h3, g1, h6.

Event description:
Healthcare professional reported a rupture. This relates to the right side. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued h.6. Health effect impact code: f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a rupture. This relates to the right side. Device has been explanted and replaced with a non-allergan device.